Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that there were contents missing from the meter packaging. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Customer service sent the customer the product that was missing from the packaging.